Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced cannula issues with ten infusion sets. The cannulas were kinked. The event occurred on 21-aug-2024, 24-aug-2024, 08-sep-2024, 17-sep-2024, 23-sep-2024, 29-sep-2024, 02-oct-2024. Patient noticed symptoms within 3 hours of insertion. Infusion sets were used for a few hours. The insertion of site was the abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-30414- device 1 of 10.